Event description:
Customer reported the system fluoroed on its own when moved from ap to lateral. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reseated the loose footswitch connector. System operates as intended.